Event description:
Via spontaneous call, patient reported that her 3 premixed cartridges are broken on the top and she has none left. She will have to use her emergency kit. No other information known. Lot# is unknown. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Pt is to use emergency kit until pt's next weekly premix shipment; did the pt have add'l cassettes they were able to switch to? Yes (emergency kit), if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Reported to (B)(6) by pt/(B)(6).